Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on unknown date and barbed suture was used. The needle tip was broken when placing back stitches at the end of continuous suturing. There were no adverse consequences to the patient. No additional information was provided.